Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l devices involved: tg2610/06225368 and pxa320400/06627489. Pxa320400/06627489 was reported on medwatch # 2017233-2011-00055.

Event description:
On (B)(6) 2009, this pt was implanted with a gore excluder aaa endoprosthesis and gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2010, the devices were explanted due to a pneumo aortic fistula. No further complications have been reported.